Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had a suspected unspecified anomaly. This patient felt an exacerbated shortness of breath (sob) which was assumed from fluid buildup in the lungs. Boston scientific technical services (ts) referred the patient to the physician. An attempt to obtain additional information was unsuccessful. This device in service. No adverse patient effects were reported.